Manufacturer narrative:
The hill-rom technician found the middle beam needed to be replaced. The periodic inspection protocol for liko mobile lifts 3en371001 rev 4, under the section instructions regarding the check points, base: inspect the base widening mechanism. Open and close the base to maximum and minimum positions. Make a functional check of the base widening. Make sure all screws and nuts are tightened. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the middle beam to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the leg of the lift came out of the base. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).